Event description:
In 2004 - a dental implant was placed in tooth location # 30. Subsequently the pt was experiencing pain. The following month - the implant was removed. In 2005 the clinician was contacted. They stated the pt's pain subsided after the implant was removed and is healing well.